Manufacturer narrative:
(B)(4). Batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received. Initial evaluation confirmed the customer reported condition. A leak was identified just above the inlet port. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Visual inspection identified a "dent" in the set. Functional leak testing determined that the device was leaking just above the inlet port. The cause of this event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a dent was observed on a clearlink IV set. The setup consisted of two solution bags, the primary bag consisting of a chemotherapy drug and the secondary bag with normal saline solution and a non-baxter clamp which was used to prevent simultaneous flow. The customer stated that when the non-baxter clamp was removed and infusion started, the set had burst and the saline solution sprayed the nurse. There was patient involvement, but no injury or medical intervention was reported. Additional information was requested and is not available.